Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye approximately around 2001. Possible cataract surgery may be planned.

Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (experiation date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Manufacturer narrative:
B1: product problem corrected to adverse event in initial MDR. B2: required intervention to prevent permanent impairment/damage. H1: malfunction corrected to serious in initial MDR. Claim#: (B)(4).